Event description:
It was reported that the collimator iris closed on its own during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened all isolation transformer connections, and reloaded and rebuilt all cal files. System operates as intended. This MDR is related to ge healthcare complaint number.